Manufacturer narrative:
The sample collection and centrifugation information was not provided. Qc and instrument data were not supplied. Bci customer product line support (cpls) tested the sample, and the result was non-reactive. Service was not dispatched for this event. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an equivocal toxo igm result for one patient generated by unicel dxi 800 access immunoassay analyzer. The result was reported out of the laboratory, and was discordant to another methodology. Repeat testing by bci produced a non-reactive result. The patient results are shown. It is unknown if patient treatment was affected.